Manufacturer narrative:
The results of this investigation concluded that stent post 3 was bent inwards and leaflets 2 and 3 contained abrasions. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. Hydrodynamic testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. There was no evidence found to suggest the cause of the bend or abrasions was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, an aortic valve replacement (avr) was performed and this 19mm trifecta valve was sutured into place; however, a transesophageal echocardiography revealed bleeding at the level of the left coronary artery. The exact site of the leakage could not be confirmed so additional sutures were placed to mitigate the leakage. Due to significant calcification, the leakage could not be stopped, therefore, the trifecta was explanted and a 19mm carpentier-edwards perimount magna ease aortic heart valve was implanted. The procedure was successfully completed with no further issues.